Manufacturer narrative:
Reporting quarter: 4 (october 1 - december 31, 2024) registry report is available at https://www.lroi.nl/jaarrapportage/previous-reports/. Summary of adverse events: it was reported that from the literature report "online lroi annual report 2023", eight (8) patients underwent a revision surgery due to unspecified reasons after a primary tka with a journey ii bcs system. The registry does not provide system stratification to associate these revisions with a specific journey ii bcs variant. Patients' outcomes are unknown. No further information is available. These outcomes were accounted from 1-jan-2022 to 31-dec-2022. Analysis conducted: based on the most recent safety and performance evaluation, the journey ii bcs system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. According to this registry report, a total of 1137 procedures with the journey ii bcs system have been performed in the netherlands between 2007 and 31-dec-2022. The cumulative revision rate for the journey ii bcs system from the 5th-year follow up is higher than other cemented primary tka systems collected by the lroi registry (referenced as "the class" below). This difference is significant as shown by non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: at 1st postoperative year: 0.4% (0.0%-0.7%) vs 0.9% (0.9%-1.0%) of the class. At 3rd postoperative year: 4.5% (3.2%-5.8%) vs 3.2% (3.1%-3.3%) of the class. At 5th postoperative year: 6.0% (4.5%-7.4%) vs 4.2% (4.1%-4.3%) of the class. At 7th postoperative year: 7.0% (5.3%-8.7%) vs 4.8% (4.8%-4.9%) of the class. The registry does not provide details on the status of patellar resurfacing that may contribute to the observed revision rate. No specific system stratification is provided to further analyze the performance of oxinium and cocr variants separately. Patient characteristics like age and diagnosis, as well as procedure characteristics like the experience of the surgeon performing the procedure of the prosthesis may have influenced the cumulative revision rates observed. No further conclusions can be rendered solely by the review of this registry report. Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. As the lroi report does not specify the reasons for revision, a detailed review of our risk files based on a specific corresponding hazard/harm could not be conducted. However, future device revision is a known inherent risk for all primary joint replacement procedures and is appropriately documented in the product labeling/IFU. No individual investigations into the reported adverse events are deemed necessary. Additional action(s) taken: no additional actions are deemed necessary at this time. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process.

Event description:
It was reported that from the literature report "online lroi annual report 2023", eight (8) patients underwent a revision surgery due to unspecified reasons after a primary tka with a journey ii bcs system. The registry does not provide system stratification to associate these revisions with a specific journey ii bcs variant. Patients' outcomes are unknown. No further information is available. These outcomes were accounted from (B)(6) 2022.

Manufacturer narrative:
This report is being submitted following the retrospective review of s+n's summary MDR reporting practices under exemption lit2400780 granted by FDA. It has been determined that the initial MDR submitted on january 29, 2025, does not align with the bundling criteria outlined by FDA in the lit2400780 approval letter. As a result, the data previously reported through MDR 1020279-2025-00191 is no longer valid as it will be migrated and reported under MDR 1020279-2025-00534 by the end of the third reporting quarter (october 31, 2025).